Event description:
Pt reported they are trying to prepare next cassette, when they go to primes the cadd extension line they have gotten 2 occlusion alarms on 2 separate lines. Rph had pt attempt a third line, pt was able to prime with no issues and no interruption in therapy. Pt was just preparing next cassette. Potentially defective cadd extension sets have same lot number 6085561 and expiration 02/04/2030. Pump serial number and expiration unknown. No further information, details or dates available. Pump return tracking information is not available. Photographs were not provided. Position of pump when alarm occurred is unknown. This is a continuous infusion. Set flow rate and volume delivered are unknown. Unknown if md is aware. Dose/amount: remodulin mdv - 40ng/kg/min. IV remodulin pt via cadd solis pump. Did the reported product fault occur while in use with the patient? No; did the product issue cause or contribute to patient or clinical injury? No; is the actual device available for investigation? Yes; did we replace device? No; was the patient able to successfully continue their infusion? Yes is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. Diagnosis for use: pulmonary arterial hypertension. Ref report: mw5177582. Pt code: 4582. Device code: 2423.